Manufacturer narrative:
The insulin pump received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window and cracked reservoir tube lip. Device was program with multiple bolus delivery and all boluses delivered their indicated amount and were recorded in the bolus history. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The patient's blood glucose at the time of incident was 407 mg/dl, which she treated via insulin pump bolus. During troubleshooting it was determined that the customer was correctly priming his tubing. The insulin pump settings were also accurately programmed. However, the customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.